Event description:
The manufacturer received copy of an imminent scientific publication " early structural valve deterioration of mitroflow aortic bioprosthesis: mode, incidence and impact on outcome in a large cohort of patients" that will be published on circulation by the surgeons of the (B)(6). In this paper the authors refer about (B)(6) cases of structural valve deterioration (svd), (B)(6) events led to death and 4 events led to re-operation due to svd. The manufacturer discussed these data with the authors on 8 november 2011. These data were considered at that time in line with what was reported in the scientific literature, but they were not identified as reportable events to the national competent authorities (B)(4). The data were also presented in a public conference in 2012 and published on chirurgie thoracique et cardio vasculaire 2013; 17(4) 207-214, with the title " replacement valvulaire aortique par la valve biologique pericardique mitroflow (sorin)". This particular medwath report is for the 4 events leading to re-operation due to svd.

Manufacturer narrative:
The manufacturer identified that sorin group was made aware of these events on 8 november 2011. At that time the manufacturer did not notify the (B)(6) competent authority and FDA as the events were deemed not reportable events. In order to investigate the root cause of this not reporting the events, the manufacturer has opened a CAPA. Device not returned to the manufacturer.